Event description:
It was reported that the patient heard beeping tones from this subcutaneous implantable defibrillator (s-ICD) device. It was alleged the s-ICD device battery was prematurely depleting. A replacement procedure is scheduled, but has not yet occurred. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that the patient heard beeping tones from this subcutaneous implantable defibrillator (s-ICD) device. It was alleged the s-ICD device battery was prematurely depleting. The device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The s-ICD has been received for analysis, but is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.

Event description:
It was reported that the patient heard beeping tones from this subcutaneous implantable defibrillator (s-ICD) device. It was alleged the s-ICD device battery was prematurely depleting. The device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.